Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Corrective actions included customer support instructing the caller on troubleshooting steps, such as pressing the button center and plugging the pump into a known working power source. When these steps didn't resolve the issue, customer support decided to replace the pump. A backup therapy using multiple daily injections (mdi) was put in place to ensure continuous insulin delivery.